Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had not charged in two years. The hcp reached out asking if they could meet with the patient to recapture the battery. The rep called the patient to offer to meet to help with the battery. The rep was awaiting a call back from the patient. The rep reported that the patient did have an appointment on (B)(6) 2018 with the hcp. Additional information was received from a rep on (B)(6) 2018. The rep reported that they were unable to recapture the neurostimulator (ins). Trickle charge attempts were unsuccessful. An ins replacement was recommended in order to reestablish therapy. No further complications were reported.